Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: during investigation, a review of the pump¿s black box showed call service (cs(B)(4)) alarms had occurred. During investigation, the pump powered on with the display remaining blank. The pump software was reloaded and the pump was able to power on and display the verify screen.